Event description:
A hospital experienced the following: catheter broke, when removing the stylet (guidewire); holes in the catheter when removing the stylet (guidewire); collapse between the hub and catheter when removing the stylet (guidewire).